Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
On 14 december 2016 arjohuntleigh received the customer complaint where it was reported that during the transfer of resident with maxi move lift and sling, the resident fell out of the sling. The resident landed on the floor and was noted to have a laceration to the left top of her head and a large laceration to the back of her right lower leg. The right lower leg laceration did require surgery and the resident was thus admitted to the hospital for surgery and remained in the hospital for 2 days. The sling that was used in the above transfer was quarantined.

Manufacturer narrative:
(B)(4). An investigation was carried out into this complaint. Arjohuntleigh received a customer complaint where it was reported that during the transfer of resident to bed with maxi move lift and sling, resident slipped out of sling. When reviewing similar reportable events, we have found a number of cases with similar fault description (slid out of sling). The trend observed for reportable complaints with this failure mode is currently considered to be relatively low and stable. It has been established that the lift device (maxi move) and the sling system was being used for patient handling at the time of the event. The lift (maxi move) and the sling which work as a system were inspected and found to have malfunctioned (not to specification) when the event took place. On site inspection found broken guiding pin on spreader bar. Based on the information received from arjohuntleigh representative and photographic evidences we can state that sling was worn. Even although we do not believe such wear is likely to have contributed to the event, this is an indication that the sling should have been withdrawn from use and replaced, and also indicates that the IFU was not being followed. It can be established that the system was being used for patient care when the event took place but it appears it contributed to the event possibly due to an use error. From our product knowledge in part gained from review of previous complaints as well as from simulation performed, there is no possibility to slide out of the sling during the on label use. There are few elements which could contribute to a person sliding out from the sling, as following: a sling being used that is of a very inappropriate size (several sizes off). An obvious wrong application of the sling (e.g.: sling used upside down, wrong type of the sling used, wrong position of the resident/patient). A sling clip detaching or not being attached to the lift device before starting the transfer. A sling being used with no plastic support stays/stiffeners inside the head section of the sling, and the person being positioned into the most horizontal position. Following the information received and documented in the complaint file, "the medium clip sling should not have been used with the large spreader bar". Therefore, it appears likely that scenario 2 described above is most related to the resident's fall. The maxi move instruction for use (IFU) 25060.en contains crucial information: "maxi move shall always be handled by a trained caregiver and in accordance with the instructions outlined in this manual." Please note that the sling instruction for use contains the following warning: "warning to avoid injury always follow the allowed combinations listed in this IFU. No other combinations are allowed." In summary: from our evaluation the cause of the reported event appears most likely to be related to the user not following the IFU, due to lack of awareness of the IFU contents. Note that the customer was visited and interviewed by a local arjohuntleigh representative. The training provided for the caregivers was found to be insufficient and in that fact all users must be trained as per IFU. Arjohuntleigh suggests to remind the staff involved of the device labelling, with special attention to all steps concerning choosing the sling for transfer and correct lifting procedure. This is to be communicated to the customer. We find this complaint to be reportable to the competent authorities.